Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump dose not work properly. Customer's blood glucose level was 200 mg/dl. Customer declined the troubleshooting. The device will not be return for analysis.

Manufacturer narrative:
The information provided that the case severity with the initial report was incorrect. The correct information has been included with this report. (B(4).

Event description:
Case severity has been updated from serious injury to malfunction.